Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information the device would not suction.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find any others complaints regarding the lot number. Checking quality database revealed no anomaly in connection with the described defect. Our hungarian site performs its investigation and concludes: we have thoroughly reviewed the production documentation related to the reported product issue. Based on our internal records and quality checks, we did not identify any deviations or irregularities during the manufacturing process. Unfortunately, as we have not received a physical sample of the affected product, we are unable to conduct a more detailed investigation at this time. A rmf evaluation was performed based on criq206, risk identified 11405 (hazardous situation: no irrigation and/or suction). The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information the device would not suction.